Manufacturer narrative:
B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, the pan appears to be damaged at the proximal end; a driver can be observed out of position at the distal end. No conclusion could be reached as to the origin of the damages as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts.

Event description:
It was reported that during an unknown procedure, there was a report of product in bad conditions, the customer is asking for product replacement. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # k5c37u. Lot # k4d02r. The analysis results found that ecr60g device was returned outside its package. In addition, only the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.